Manufacturer narrative:
The device has not been returned for evaluation as the device remains in-situ. Root cause is unable to be determined at this time.

Event description:
Information was received that the rod was not lengthening well. There was no patient injury reported and it is unknown if a revision procedure is planned.